Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected sodium result was obtained from a single patient sample processed using vitros chemistry products sodium (na+) slides lot 4207-1092-4757 on a vitros 4600 chemistry system. Patient sample result of >250 mmol/l vs an expected result of 128.1 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected patient sample result was not reported outside of the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 603096.

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected sodium result was obtained from a single patient sample processed using vitros chemistry products sodium (na+) slides lot 4207-1092-4757 on a vitros 4600 chemistry system. The investigation could not determine a definitive assignable cause of the event. Based on historical quality control results, a vitros na+ lot 4207-1092-4757 performance issue cannot be ruled out as a contributor of the event. An instrument related issue could not be entirely ruled out as a contributing factor of the event as diagnostic precision testing was not performed on the vitros 4600 chemistry system. However, the results of vitros na+ within run precision testing performed on the instrument were within ortho acceptable guidelines. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the sample collection device manufacturer¿s recommended centrifugation protocol was properly followed. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4207-1092-4757.